Event description:
It was reported that the customer was unhappy with the performance of the continuous glucose monitor. His blood glucose was unknown at the time of reporting. He stated that he was told that it would perform better than previous versions, but found that he had a similar experience with the new model. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.